Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified and 90% stenosed mid circumflex artery. Pre-dilatation was performed with a 1.5 x 8 mm balloon catheter. A 2.75 x 28 mm xience prime stent was deployed when an edge dissection occurred. The dissection was treated with a xience prime stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.